Manufacturer narrative:
Device evaluation: the affected device has not been returned. A follow up report will be submitted when the evaluation has been completed.

Event description:
Customer stated that air bubbles were found in a syringe connected to a stopcock while being used in a procedure. No air was injected into the patient. When the air was seen the stopcock was replaced and the procedure continued. No harm or injury to the patient was reported.